Event description:
It was reported that the patient had a surgery scheduled for the (B)(6). The patient went to her healthcare provider (hcp) because she was having a lot of anxiety. The hcp believed it was due to stress. The patient was to have a nuclear sedentary stress test on the day of the report. It was also reported that the pump was ¿always realigned and surgically put¿ and it tended to flip. The sutures ripped and it went to its side and stuck out of the patient¿s stomach. The patient had surgeries to correct this. The patient had ¿battles¿ with telemetry. It was noted that the patient was due for a refill and had 3ml left in the reservoir. The patient had her pump refilled two weeks ago. It was noted that the patient was sedentary and disabled. It was reported that the patient had a morphine pump. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot# l41861, implanted: (B)(6) 1997,product type catheter. (B)(4).